Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, 5 representative sterile units were returned. Testing was performed on the representative units; however, the complainant¿s experience could not be replicated or confirmed as the representative units met current specifications. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause based on the evaluation of the representative sterile units and the description of the event. The probability and criticality of the harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: unknown. Monopolar plug did not work with two different scissors from that lot , they then used another lot number an it worked. Additional information received from applied medical representative via email on 08-feb-2021: 2 instruments have been used and did not work. 5 additional sterile units of the same lot will be returned. Intervention: change of device (same lot). Patient status: no patient injury.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: unknown. Monopolar plug did not work with two different scissors from that lot, they then used a another lot number an it worked. Additional information received from applied medical representative via email on 08-feb-2021: 2 instruments have been used and did not work. 5 additional sterile units of the same lot will be returned. Intervention: change of device (different lot). Patient status: no patient injury.